Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown error message occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under one hour. In addition an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of an unknown error message is reportable based on the finding an early sensor expiration due to potential patient misuse. No injury or medical intervention was reported.